Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that pt had a syncopal episode where the pt almost passed out and low flow alarms were observed. After the system controller was exchanged, the alarm stopped but pulsatility index (pi) was found to be low.

Manufacturer narrative:
The device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.